Event description:
Medics responded to a 911 call, unwitnessed fall, pt pulseless and apneic when crew arrived. Pupils fixed, cyanotic, electrodes were attached to the pt. The pt was determined to be in v-fib. Reportedly, when an attempt was made to shock the pt the device indicated connect cable and use of the device was inhibited. Drug therapy and CPR were started at that time. Resuscitation effects were continued while a back up device was delivered to the pt. The pt was transported to the hosp. The pt was not resuscitated. The reporter stated the hosp determined the pt's outcome was not due to device operation. The reporter stated the opinion was based on the unk down time.